Event description:
I was not able to interview the customer/end-user who was working with the product when they experienced the event. I had very limited info available to me. A 4+ year old dental hand instrument (specifically a curette with a life expectancy of 6-12 months) was being used on a patient's mouth (unsure of the exact procedure being performed) when the point of the instrument (the working portion) came out of the insert (a component of the handle portion of the instrument which joins the point to the handle) and lodged in the patients throat. The loose point was removed resulting in 'minor' injury to the patient. There was no indication of what action or activity took place or was taking place to cause the point to come out of the insert.